Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The power switch was found defective and could not be pushed to turn on the unit. This particular power switch was out of date and needed upgrading. It was also noted that the unit's software was out of date. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on his evis exera iii video system center was broken during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using the subject device. Reportedly the user unplugged the subject device, then plugged it back in and it was functioning properly. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective power switch could not be identified. However, it¿s likely the cause is related to the subject device being manufactured before the design of the power switch was changed. The power switch was deemed as defective/broken because the operating force applied to the power switch and the number of times the switch was pressed exceeded the original assumption. It was confirmed that the design of the power switch was changed in order to improve its resistance. Olympus will continue to monitor field performance for this device.